Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting on (B)(6) 2013 and suture was used in the patient's breastbone. The surgery was completed successfully. On (B)(6) 2013, the patient complained of an allergic reaction around the wound. A patch test is planned to be performed and based on the result, the surgeon will determine whether to remove the steel from the patient. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/12/2013.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:gap322 ¿ mfg date 01/01/2013; exp date 01/31/2018.gap407 ¿ mfg date 01/01/2013; exp date 01/31/2018.gbb819 ¿ mfg date 02/01/2013; exp date 01/31/2018.gcb435 - mfg date 03/01/2013; exp date 01/31/2018.gcr076 - mfg date 03/01/2013; exp date 01/31/2018.